Event description:
Customer's device = 132 mg/dl at 6 pm before dinner. Customer took 14 units of insulin. Customer ate dinner at 9 pm and did not feel well. Family member called the emergency room (ER) and gave customer glucose tablets. Customer's device = 36 mg/dl. Paramedics were called and their device = 45 mg/dl. Paramedics gave customer d50 of sugar water and dextrose IV on the way to the hospital. Hospital device = 124 mg/dl. Customer was monitored, given graham crackers, and orange juice till glucose = 189 mg/dl, then released. Level 1 control was not in range, however level 2 were in range. A request was made for return product and replacement product was sent.